Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed blood in the lumen, however, no insulation breaches were found. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. As the lead passed returned product testing, and with no breaches in the insulation, it was believed that blood entered the lead through the terminal pin opening. Laboratory testing was unable to reproduce the reported dislodgement.

Event description:
Boston scientific received information that this right atrial lead dislodged one day post implant. The lead was capturing in the ventricle and sensing ventricular activity. An attempt to reposition the lead was made, however blood was noted in the lead body and difficulty was experienced inserting the stylet into the lead. A sharp angle was also noted 5 cm from the terminal pin. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
--